Manufacturer narrative:
An investigation of the issue that included the following: retained samples were examined that included the following: five randomly retained samples were selected from this specific batch for simulated aspiration and injection tests. No issues with aspiration and injection were found. Additionally, a review of the production process, finished product inspection, and incoming inspection f the injection needles were conducted, and no abnormalities were identified in the injection needles. Product records - the records related to product 1001215 lot 240508, product records and inspection report were reviewed. All documents were found to be acceptable, and no nonconformities. Based on the investigation, the reported issue could not be reproduced. No defects or abnormalities were found in the retained samples, and no nonconformities were identified. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Caller reported they could not draw air in or out of the syringe. While trying to do so customer accidentally stabbed their finger with the need and injected air into themselves. Customer went to the ER and doctor did not have to take any action upon observation. No substantial damage occurred to the patient.